Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 52 mg/dl. Reportedly, the customer had "lifestyle changes", and the pump basal rate needed to be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer addressed low bg levels with food and juice. At the time of the report, customer's bg level was 131 mg/dl.